Event description:
It was reported that stent damage occurred. The target lesion was located in the moderately tortuous and moderately calcified left circumflex (lcx). A 20x2.25 promus premier¿ stent was selected to treat the lesion when the physician noted that the stent was lifted. The device was removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patients status was good.

Event description:
It was reported that stent damage occurred. The target lesion was locate in the moderately tortuous and moderately calcified left circumflex (lcx). A 20x2.25 promus premier stent was selected to treat the lesion when the physician noted that the stent was lifted. The device was removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patients status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: a visual examination of the crimped stent found the entire stent was damaged with the stent stretched distally out over the distal marker band and proximally out over the proximal marker band. The bumper tip of the device showed no signs of damage. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the shaft profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).